Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported compact plus system blood glucose results of 215 mg/dl, 140 mg/dl, and 83 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.